Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse noted "probe wash stations show buffer spills on instrument case". The fse inspected the instrument and found buffer draw tube cracked. The fse performed a temporary repair until a new one could be sent to the customer. A new draw tube was sent that the customer replaced themselves. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that the immage 800 immunochemistry system has a crusty dried area around the sample wash cup. A customer technical support (cts) generated a service request. The customer reported there was no effect to patients and the issue was not impacting results. No injury has been reported in connection with this event.